Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had delivered five shocks that may have exhausted shock therapy. It was not confirmed whether the shocks were appropriate or not. It was recommended that the device be interrogated. There were no adverse patient effects, but it was recommended that the patient not drive herself to the clinic as a result.

Manufacturer narrative:
The investigation remains open at this time.